Event description:
The customer contacted physio-control to report that following the delivery of one (1) shock to a patient, their device powered off unexpectedly, then powered back on again, after the code summary button had been pressed. The customer advised that there was no impact on patient care. The shock that was delivered was effective and no further shocks were necessary. No further details were provided.

Manufacturer narrative:
The customer responded to physio-control's requests for additional information about the patient and the event. As a result have been updated accordingly. Additionally, the customer clarified that the date of the event was (B)(6) 2019. Has been updated to reflect this new information. The customer further advised that at the time of the event, the patient was receiving defibrillation for acute onset ventricular fibrillation (st elevation myocardial infarction). The customer also clarified that the device's display powered off completely after delivering a shock to the patient. The customer stated that the device began to "beep" as though it was being powered on, but that there was no information on the display during that time. This type of behavior is indicative of a device lockup condition. A backup device was obtained from a second medic unit (delay unknown) and used to continue patient care. The patient survived the reported event. Upon further testing of the customer's device, physio-control was able to confirm that the device locked up during the reported event. Physio-control has provided the customer with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Despite thorough testing of the customer's device, physio-control was unable to determine the cause of the reported issue.

Event description:
The customer contacted physio-control to report that following the delivery of one (1) shock to a patient, their device powered off unexpectedly, then powered back on again, after the code summary button had been pressed. The customer advised that there was no impact on patient care. The shock that was delivered was effective and no further shocks were necessary. No further details were provided.

Manufacturer narrative:
(B)(4). Physio-control performed an initial examination of the customer's device. No discrepancies were observed. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that following the delivery of one (1) shock to a patient, their device powered off unexpectedly, then powered back on again, after the code summary button had been pressed. The customer advised that there was no impact on patient care. The shock that was delivered was effective and no further shocks were necessary. No further details were provided. Physio-control has attempted to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.